Manufacturer narrative:
Chg hospital beds, inc. Was acquired by stryker on jan. 2, 2015.  This medwatch is being submitted late because it was identified during the  integration and remediation activities initiated by stryker medical in conjunction with this acquisition.   Device was evaluated by the distributor

Event description:
It was reported the bed lift dropped down and would not raise back up. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.